Manufacturer narrative:
Although it is unknown if the reported shortness of breath, hypoxia, and kidney failure are related to the remunity system, this information is being reported out of an abundance of caution.

Event description:
Notification of a reportable event that occurred on 22-oct-2025 was received by united therapeutics drug safety on 01-nov-2025 from accredo health group and forwarded to millyard advanced medical products, llc, the same day. It was reported that the patient's remunity pump was damaged during a cassette change and they were unable to administer their remodulin as their backup remunity pump had been previously misplaced. The patient was admitted to the hospital after being without their medication for four days. It was reported that the patient experienced worsening shortness of breath and presented in a hypoxic state and with kidney failure. Remodulin was restarted with the goal to gradually increase the patient to their original rate prior to the event. No components or further information related to the reported event have been made available to millyard advanced medical products, llc, for additional investigation.